Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was pulled through the sheath. During preparation no issues were noted with the sheath. The sheath was then inserted into the patient and transeptal puncture was performed. They then attempted to aspirate the sheath, and air was pulled through the sheath with each attempt. There was nothing across the sheath's valve at this time. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event.the sheath is not expected to be returned for analysis as it was disposed of by the site.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.